Event description:
Pt reported obtaining elevated blood glucose results (> 300 mg/dl) while using the suspect device. Based on elevated values, pt reportedly scheduled a dr's appointment. Pt stated that, during his appointment, his fasting capillary blood glucose measured 124 mg/dl, on physician's blood glucose monitor. Within a few minutes, a venous sample was reportedly obtained from the pt, and when tested in a reference lab, measured 130 mg/dl. Pt noted that, 2 hours prior to dr's appointment, his blood glucose measured 370 mg/dl, on the suspect device, no pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.